Manufacturer narrative:
Citation: abdelghani m et al. Impact of prosthesis-iteration evolution and sizing practice on the incidence of prosthesis-patient mismatch after transcatheter aortic valve replacement. Catheter cardiovasc interv. 2018 nov 23. Doi: 10.1002/ccd.27977. [Epub ahead of print]. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of the introduction of the next generation self-expanding and bal loon-expandable transcatheter heart valves on the incidence of prosthesis-patient mismatch after transcatheter aortic valve replacement. All data were collected from multiple centers between 2009 and 2018. The study population included 740 patients (patient demo graphics were not provided for the overall cohort), 120 of which were implanted with a medtronic corevalve bioprosthetic valve, and 136 were either implanted with a medtronic evolut r bioprosthetic valve or a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. It was reported that 22 deaths occurred within 30 days post implant in the patients who were treated with the evolut r, evolut pro, or edwards sapien 3 transcatheter heart valves. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, prosthesis-patient mismatch (moderate or severe), mild-moderate prosthetic valve regurgitation, life-threatening/major bleeding, major vascular complications, and elevated transvalvular peak/mean pressure gradients. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.